Event description:
The customer stated that she was treated by the paramedics because her blood glucose dropped to 57 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated that her basal rates may be set too high and that may be the reason for her blood glucose levels dropping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.